Event description:
The dr reported separating a file in the pt's tooth during a dental procedure. The dr unsuccessfully attempted retrieval of the file. Pt follow-up will be required and reported, as info becomes available.